Manufacturer narrative:
(B)(4). Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What purse string technique was used or what purse string technique does this surgeon normally use? Purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Assisted purse string device. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? "Accustic" feedback, he uses special device like eh41. Was the anvil put on the trocar exactly horizontally? Yes. Putting the anvil on the trocar were any graspers used? Eh 41. Was the device completely fired plastic to plastic? Yes. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? A 1.5 to 1.8. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? "Accustic" feedback. Were any unexpected noises heard? If so, when? No normal noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower by firing. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? At ½ to ¾. What is the current status of the patient? Ok.

Event description:
It was reported that during a stoma reposition after hartmann op open colorectal procedure the surgeon fired with the orange indicator gap setting scale was on 1.5 to 1.8 6. Once the safety has been released, he didn't turn the adjusting knob to ensure the instrument remains in the safe firing range. When the instrument was opened, the anastomosis was bleeding. The device had cut but did not staple. Procedure time was prolonged by 90 minutes.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.